Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
Device received with high active current measurement due to moisture damage on electrical board. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for replace battery now alarm. The customer¿s blood glucose level was 8.0 mmol/l at the time of the incident. Customer was reported that they had called back on thursday about problems they were having with battery life, at that time customer also noted there was damage to the battery cap so send a battery cap before any other troubleshoot had been performed. Customer is calling back to report that they still getting replace battery now alarm and has been having to replace battery three times. Customer stated that the battery was not previously used. Customer stated that the insulin pump was not dropped. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.